Event description:
Customer reported to beckman coulter inc. (Bci) that about thirty (30) incorrect creatinine results had been reported out of the lab since the last qc. All samples were re-tested and results were corrected. Actual results were not supplied, only one example where initial creatinine result was 1umol/l and 60umol/l upon repeat on a different instrument. No information has been received regarding any treatment consequences.

Manufacturer narrative:
No errors were reported by the instrument. The customer was investigating an error in one of the other cup modules and noticed that the creatinine cup was empty and the reagent was leaking. The customer changed the syringe barrel which resolved the issue. Field service confirmed that the system is up-to-date with maintenance. Hardware issue may have contributed to this event. A malfunction will be assumed for the purpose of this report.